Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter sheath was found "torn/ripped" before use due to the needle piercing through it. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "both 20g and 18g catheters have sheath covering torn/ripped : this is noted when package opened and cap removed."

Manufacturer narrative:
Our quality engineer inspected the sample and photograph provided. Bd received five unused, insyte autoguard bc 18ga units from material number 3872644. One unit was fully retracted in an opened package and the remaining four units were unused in sealed packages. One photo was submitted for review which displayed an 18ga winged unit with the needle through the catheter near the tip of the catheter tip. The reported issue was confirmed as the unit in the opened package displayed a cut (v-shaped) on the catheter tubing near the tip. The v-shaped cut on the unit was caused by the needle tip spearing through the catheter. The units in the sealed packages revealed no damage. Due to the packaging being opened on the unit that revealed the defect, it is unknown if this defect occurred during manipulation of the product at user environment or during the manufacturing process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter sheath was found "torn/ripped" before use due to the needle piercing through it. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "both 20g and 18g catheters have sheath covering torn/ripped ¿ this is noted when package opened and cap removed."